Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11. Livanova deutschland manufactures the heater cooler 3t system, the event occurred in germany. Reportedly temperature sensor calibration and functional verification tests were performed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater cooler 3t system temperature sensor on patient side was not working properly. Reportedly e04 was displayed. The event occurred during preventive maintenance. There was no patient involvement.